Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have had a 911 call on (B)(6) 2016 due to high blood glucose. Customer's blood glucose was 500 mg/dl. Customer was hospitalized and had diabetic ketoacidosis. During troubleshooting, it was reported that insulin pump received a compromised forced sensor alarm during priming. Customer states insulin "squirt" out when attempted to prime. Customer states drive support cap appeared normal. After troubleshooting, customer was advised that insulin pump would need to be replaced.